Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced rash at or around insertion site. Patient sought doctor's advice and since that time the sensors have been fine. No medical intervention was required.